Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the arteriovenous fistula (avf). A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced down to the foot of the patient but met some resistance. As the physician was pulling the device out, he felt the wire broke. Once the device was out of the patient's body, the physician found that the distal tip of the guide wire broke off from the core wire. A fluoroscopy was performed and confirmed that the distal tip was in the vessel. The physician did not attempt to retrieve the broken wire tip as it was not flow limiting the vessel, but a balloon was used to try to plasty the wire to the vessel wall. Subsequently, fluoroscopy showed blood flow is good. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).